Event description:
An endovascular stent with delivery system was successfully advanced to the target lesion site located in the renal artery. Upon the initial inflation attempt, the balloon would not inflate. In response, an attempt to withdraw the sds through the guide catheter was made; however, due to mechanical resistance this attempt was unsuccessful. Subsequently, the pt was sent for vascular surgery to remove the stent. There were no add'l complications reported relative to this event.